Manufacturer narrative:
Per the customer, the device sample will not be sent back for evaluation. Since the sample was not returned for examination, we are unable to determine a root cause for the reported event. If additional information is received, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing site. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/12/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an adverse event with a dialysis catheter. The customer states that the patient had peritonitis. The reason for the infection is unknown; however, the patients family believes that the catheter was the source of the infection. While being hospitalized, the patient received antibiotic treatment and continued dialysis and after the catheter was removed.